Event description:
Customer reported that the pt coughed two days following implant, upon which the device tore. The pt was returned to surgery for repair. The sutures and periphery of the mesh were observed to be intact. Device was removed and replaced with a new vicryl mesh device.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.